Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not getting adequate relief from their lead. Patient underwent surgery wherein the paddle lead was replaced with two octrode leads. Patient now has adequate therapy and is stable.